Event description:
It was reported that halfway through a da vinci s hysterectomy procedure, while the surgeon was taking down the vaginal cuff, the cautery hook tip of the monopolar cautery instrument arced and then fell off inside of the patient. The surgeon immediately removed the cautery hook tip from the patient and replaced the monopolar cautery instrument. The planned surgical procedure was completed with a replacement instrument and hook tip and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cautery hook tip accessory was discarded by the customer and will not be returned for evaluation. However, the customer stated they will be returning the 5mm monopolar cautery instrument. The instrument has not been returned for evaluation at the time of this report, therefore, the root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.